Event description:
It was reported that (B)(6) requested sjm 2088tc lead to be implanted. He attempted to maintain access with "straw" method of cutting lead and sliding introducer over. Required venipuncture for access. 704007204. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)